Manufacturer narrative:
Fourteen (14) sealed lenses returned to the manufacturer in unused condition for device analysis. The lenses were evaluated for surface quality and prescription as well as physical properties of base curve, diameter, and center thickness. The lenses were found to be within manufacturing specification, free from any faults or defects. The packaging solution was checked for ph measurement, found to be within expected values. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. The patient was using different lot numbers of the same device (clariti 1 day multifocal). It is unknown if both devices were involved in the incident. As such, a secondary report has been submitted for the other device lot. See manufacturer reference (B)(4), MFR. Report # 3009108089-2020-00011. (B)(4).

Event description:
It is reported that the patient was seen by their eye care practitioner, the patient showed biomicroscopy findings of severe epithelial staining and corneal scaring in the right (od) eye. The patient was then admitted to (B)(6) emergency department where they were treated for corneal epithelial toxicity and upper palperbral conjunctival scaring, during treatment the patient was administered chloramphenicol. Further treatment information has not been provided by the treating facility or the patient. It is noted that the medical intervention and/or medications used were done so to prevent or preclude permanent injury or impairment of eye function or structure from the condition or a persistent epithelial defect. The eye care practitioner notes that since the date of occurrence, the incident has fully resolved. It is reported that as of (B)(6)2020, the patient has returned the contact lenses alleged to be involved in the incident to their eye care practitioner.